Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device and a video of the sample were received for evaluation. Visual inspection of the actual sample showed that the connection from the filter to the dialysate port was cracked. The connection from the filter to the effluent port was disconnected from the effluent port. Visual inspection of the video showed a leak originating from the crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismafex m100 set was "broken between the cartridge and the filter" and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.